Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead required repositioning. It was noted that "all the slack had been removed due to patient movement" while coming off of anesthesia following initial implant. The leads were repositioned one day post implant. Approximately one week after repositioning it was determined that both the rv and ra leads had "pulled back." Both leads were explanted and replaced with longer leads to accommodate patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).